Manufacturer narrative:
Visual evaluation of the returned device found some minor scratches on the cover and sides of the unit; otherwise the unit appeared to be in fair physical condition. All knobs and switches functioned properly. All connections inside the unit were checked and wires were manipulated while power was activated in the bipolar mode and no problems could be found with the unit. The unit passed the endostat ii return evaluation procedure and was within all test parameters. The condition of the returned device was not consistent with the complaint of "alarm in bipolar mode"; the complaint was not confirmed.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during hemostasis of a gastric ulcer performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, an error message, "03," flashed on the led digital display. A biomed was called in to check the unit but the issue could not be replicated. The account continued with the procedure, which was completed with the original endostat ii electrosurgical unit and accessory devices (foot switch, active cord, bsc probe). No malfunctions of any accessory devices were alleged. The foot switch and active cord have been used successfully since the procedure with a replacement endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during hemostasis of a gastric ulcer performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, an error message, "03," flashed on the led digital display. A biomed was called in to check the unit but the issue could not be replicated. The account continued with the procedure, which was completed with the original endostat ii electrosurgical unit and accessory devices (foot switch, active cord, bsc probe). No malfunctions of any accessory devices were alleged. The foot switch and active cord have been used successfully since the procedure with a replacement endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.